Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the versacros dilator was visually inspected and found to flush properly before and after decontamination. Also, the dilator tip showed visible damage when inspected via the vhx. Therefore, the reported allegation of dilator tip damaged was confirmed.

Event description:
It was reported that a versacross connect access solution for faradrive was selected for use during a pulmonary vein isolation. During preparation, upon opening package, the tip of the dilator was chipped / broken. The physician was concerned it would break off in the patient. Thus, the device was replaced, and the procedure was completed successfully. The device is expected to be returned for analysis.

Event description:
It was reported that a versacross connect access solution for faradrive was selected for use during a pulmonary vein isolation. During preparation, upon opening package, the tip of the dilator was chipped / broken. The physician was concerned it would break off in the patient. Thus, the device was replaced, and the procedure was completed successfully. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.